Manufacturer narrative:
The reported field event of extended charge time and an hv output anomaly was confirmed in the loaboratory. The cause was internal damage to the high voltage capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during implant the device failed to deliver hv therapy during dft induction testing. The patient was rescued with external defibrillation. The device also timed out while performing a capacitor maintenance. The device was replaced.